Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead displayed high impedance values. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient will undergo a system explant. The abbott representative will not get further updates with respect to the explant.